Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient lost power to the controller while changing one of their batteries, while the other battery was fully charged in the other port. The site also reported that the patient experienced power switching. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not available for analysis. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and batteries within the analyzed period. Analysis of the event log file revealed a controller power up event, with associated motor start event, logged on (B)(6) 2018 at 14:41:25, indicating a loss of power to the controller. The data point prior to the controller power up, logged at 14:36:13, revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2 with 22% relative state of charge (rsoc); (B)(4) had experienced a momentary disconnection within the preceding 15 minutes. The data point after the controller power up event, logged at 14:42:00, revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2. Several momentary disconnections were recorded leading up to the loss of power. The controller was without power for 11 seconds. As a result, the reported power switching and loss of power events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the reported one attached power source. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections and the controller losing power and implement corrective actions as required. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and batteries. Log file analysis revealed that a controller power up and motor start event was logged on 04/15/2018 at 14:41:25 and 14:41:32; respectively. The data point prior to the controller power up, at 14:36:13, revealed that bat557036 was connected to power port 1 and bat556110 was connected to power port 2 with 22% relative state of charge (rsoc); bat557036 on power port 1 had experienced momentary disconnection within the preceding 15 minutes. The data point after the controller power up event, at 14:42:00, revealed that bat557036 was connected to power port 1 and bat556822 was connected to power port 2. A review of several data points prior to the loss of power revealed multiple momentary disconnections leading up to the loss of power. No alarms were logged near the event date. Based on log file analysis, the reported event was confirmed. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources and/or due to momentary disconnections between the controller and battery during a power source exchange. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections and controller losing power and implement corrective actions as required. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller has been exchanged.